Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had been leaking and using the restroom more often. She turned stim up to 4 on program 2 a day prior and so far ,the leaking had not returned today but she had used the restroom a few times after drinking a lot of water. Patient stated drinking a lot of water today that can be the cause of frequent restroom visits. Patient stated the healthcare provider (hcp) did not tell her she can change programs, so she did not make any changes. She could not go any higher than 4 v because it was uncomfortable. She had an appointment with hcp on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.